Event description:
It was reported that pump screen did not respond correctly to touch. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional information was received regarding the outcome of the event or any actions taken.